Event description:
Unintentionally retained fragment of a central line introducer that traveled to the pt's heart. Removed without injury. Pt discharged home 2 days later. Pt was admitted with influenza a, altered mental status, renal failure requiring dialysis, acute hypoxic respiratory failure, suspected aspiration pneumonitis, lactic acidosis and nstemi. Multiple central lines were inserted without difficulty over a week. Pt went for a heart cath and dark blue plastic introducer was seen; 5 inches fragment was removed without difficulty via snare by interventional cardiologist. Team was not aware introducer had broken.